Event description:
The haptic of the lens bent after insertion into the eye using the delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.